Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s parent received a dexcom g7 app alert indicating ¿low¿ glucose and immediately gave the patient juice and candy. Approximately 15 minutes later, the parent obtained a fingerstick blood glucose (bg fs) of 58 mg/dl. Shortly thereafter, the patient developed involuntary movements, and the parent was concerned she was having a seizure. The parent administered a glucagon injection and called 911. Upon arrival, emergency medical services (ems) did not administer additional medication because glucagon had already been given by the parent, and the patient was transported to the hospital for evaluation. In the emergency department (ER), the bg fs was 43 mg/dl, and the cgm reportedly was 15 points lower. The parent could not recall the specific medications administered in the emergency department (ed). The patient was discharged home the same day. No other details were provided. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/20/2026, it was reported that the patient¿s parent received a low glucose alert on their dexcom g7 cgm app displaying a value of 55 mg/dl. A fingerstick blood glucose (fsbg) check shortly thereafter showed 59 mg/dl, and the parent immediately gave the patient juice and candy. Approximately 15 minutes later, the cgm reading changed to ¿low.¿ the parent believed the cgm reading was inaccurate, as a repeat fsbg measurement was 58 mg/dl. Shortly thereafter, the patient developed involuntary movements, and the parent was concerned she was having a seizure. The parent administered a glucagon injection and called 911. Upon arrival, emergency medical services (ems) did not administer additional medication because glucagon had already been given by the parent, and the patient was transported to the hospital for evaluation. The patient was vomiting during transport. In the emergency room (ER), with the cgm reportedly reading approximately 15 points lower than the bg measurement (specific values not recalled). The parent stated that no additional medications were administered and that the patient was monitored in the ER and discharged home on the same day. No other details were provided. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H6 codes: health effect - clinical code- additional information - 4425 -tics/tremor.